Manufacturer narrative:
Block h6: imdrf device code a15103 captures the reportable event of clip premature deployment during an endoscopic submucosal dissection (esd) procedure at the esophagus.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus for tumor during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, when the outer sheath was pulled off, it was found that the tip of the clip was found tilting. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that there was an attempt to remove the sheath completely off the device. However, per the instructions for use, the over sheath is supposed to be retracted to expose the clip and not removed from the catheter.

Manufacturer narrative:
Block h6: imdrf device code a15103 captures the reportable event of clip premature deployment during an endoscopic submucosal dissection (esd) procedure at the esophagus. Block h10: investigation results. The returned resolution clip was analyzed, and a visual evaluation noted that the device returned without its oversheath. The device was returned with the clip assembly detached from the bushing but attached to the control wire, evidence of soft deployment. Also, the capsule bottom part is damaged. No other problems with the device were noted. The reported event of clip premature deployment was not confirmed. Investigation found that the device was returned without its oversheath and the clip assembly was detached from the bushing but attached to the control wire, which is evidence of soft deployment. Also, the capsule bottom part is damaged. Therefore, based on the customer report and the analyzed evidence that returned problems were caused by the outer sheath removal. It is important to highlight that the over sheath should not be removed from the device. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. Based on the evaluation of the returned device, the sheath was withdrawn from the device prior to the procedure. The IFU states "to fully expose the resolution clip jaws, hold the over sheath grip and push the handle distally until handle rests against the over sheath grip". This is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A product labeling review identified that the device was not used per the instructions for use (IFU)/product label as it was reported that the over-sheath was completely removed from the device which is not describe in the instructions for use.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus for tumor during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, when the outer sheath was pulled off, it was found that the tip of the clip was found tilting. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that there was an attempt to remove the sheath completely off the device. However, per the instructions for use, the over sheath is supposed to be retracted to expose the clip and not removed from the catheter.